Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the unit was showing tf:5507 .

Manufacturer narrative:
Investigation outcome. A hamilton-g5 ventilator reported technical fault tf:5507, indicating a mixer valve leak, on (B)(6) 2024. Logfile review confirms a high frequency of tf:5507 occurrences (many entries), along with associated alarms such as disconnection, loss of peep, low minute volume, and high frequency, consistent with unstable gas delivery and internal leakage. No patient involvement was reported. The user performed a correction by replacing the mixer valve. The most probable root cause is internal leakage or malfunction of the mixer valve leading to inaccurate gas mixing and pressure instability. The device was returned to service following successful component replacement. This case is considered as closed.